Event description:
It was reported patient's port was accessed with a power loc max 20g x 1.0 inch needle. Rn tried to de-access port, but needle device would not activate. Charge rn came into room and pulled needle straight out since the safety device was malfunctioning. Needle was intact. Product was not retained as it is a sharp that the safety mechanism failed on, disposed of according to policy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.